Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was still under warranty. No backup insulin therapy was available, and the customer planned to contact their healthcare provider.